Manufacturer narrative:
Literature citation: hosomi k, yamamoto t, agari t, et al. Benefit of spinal cord stimulation for patients with central poststroke pain: a retrospective multicenter study. J neurosurg. 2021:1-12.10.3171/2020.11.jns202999 literature summary: this multicenter retrospective study aimed to examine the outcomes of using scs to treat patients with cpsp and to explore factors related to outcomes. The study findings indicated that scs may modestly benefit patients with cpsp. Scs has therapeutic potential for patients with intractable cpsp owing to the lower invasiveness of the scs procedure and refractory nature of cpsp. Nevertheless, trial stimulation was necessary because of the high initial failure rate. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Follow-up with the article¿s author of correspondence noted that ¿most of the patients¿ were implanted with devices manufactured by the reporting manufacturer; however, the authors ¿did not collect details such as which manufacturer¿s device was implanted in each patient.¿ concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. From the first event; other applicable components are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 2 patients experienced infection. 6 patients underwent device explant due to a loss of efficacy. 1 patient underwent device explant due to pain and discomfort around their implantable neurostimulator (ins). No further complications were reported or anticipated. See attached literature article.